Event description:
It was reported that during a treatment procedure, the guide wire markers were not visable. The magic torque guide wire was selected and during the procedure, the physician was not able to visualize the markers at the extremity of the guide wire. The device was removed intact from inside the patient. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).